Manufacturer narrative:
Lanx became aware of the event during a review of the case report for clinical study (B)(4) between (B)(6) 2010 and (B)(6) 2011. No devices returned, device remains implanted. Add'l pt f/u complications noted: dos + 12 days: wound drainage. This complication is under eval by lanx, including investigation of the bone source, and will be reported accordingly.

Event description:
A pt underwent posterior lumbar fusion surgery in (B)(6) 2008 for degenerative disc disease and spondylolithesis (grade 1). The pt underwent a subsequent posterior fusion surgery in (B)(6) 2009 for supplemental fixation and fusion of the initial surgery at l5-s1 because of progression of spondylolithesis. The initial device was not removed or revised.